Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while she was at the water park. Customer's blood glucose was 71 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm other than her being at the water park. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.